Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of ballooning of the catheter was confirmed and the cause was determined to be use related. The product returned for evaluation was a repair catheter segment for a 4.2fr broviac catheter. The sample contained the full repair section, including the splice sleeve, and a segment of the catheter it was repaired to. The sample contained usage residue within the splice sleeve. Tactile evaluation revealed tensile strength loss in the intermediate tubing and within the clamping oversleeve. Functional testing found the catheter to be patent to infusion and pressurized testing confirmed the presence of ballooning within the clamping oversleeve. The clamping oversleeve was then cut to inspect the inner catheter. Following catheter dissection, it was discovered that the inner catheter tubing had broken at the edge of the luer keyway with a short segment remaining on the luer keyway. Microscopic examination of the fracture region on the catheter revealed that it was tapered with flow lines leading into the center of the catheter. From the evidence observed, it was determined that clamping of the catheter near the luer keyway had contributed to fracture of the inner catheter tubing which allowed fluid pressure to build up between the inner catheter and outer clamping oversleeve. The resulting pressure in this region exhibited as ballooning of the clamping oversleeve. This type of event can be avoided by clamping away from the luer connector. A lot history review (lhr) of reap1989 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter has shown a ballooning at the thick end with the clamp. The catheter was repaired in analgosedation.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reap1989 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter has shown a ballooning at the thick end with the clamp. The catheter was repaired in analgosedation.